Manufacturer narrative:
The explanted pump was not returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was to undergo a pump exchange on (B)(6) 2017 secondary to chronic driveline infection. Additional information was requested, but none provided.

Manufacturer narrative:
Corrected information: it was initially reported that the pump exchange was to occur on (B)(6)2017. The procedure took place on (B)(6)2017.

Event description:
It was reported that chronic driveline infection began on (B)(6)2016. Over the 8 months, the infection was managed locally with IV antibiotic therapy (tobra and zerbaxa) started in (B)(6) 2017. Recently, the patient developed pseudomonas bacteremia which was cleared with IV antibiotics, but the patient is unable to be off of them. On (B)(6)2017 , the patient underwent an extensive incision and drainage and had been managed with an instilla-vac system. On (B)(6)2017 the patient underwent pump exchange.